Manufacturer narrative:
Device used for off label indication. The indication the device was used for was locomotor rehabilitation. Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient required a replacement of his electrode array due to damage of the plastic insulation surrounding the cable, located at the base of the lead array. A new lead array was installed at the same location as the previous lead array on (B)(6) 2019. Extension cables were replaced by new ones and connected back to the original implantable pulse generator. The patient was discharged from hospital after 36 hours without any complications. This replacement solved the issue and he has been able to continue using the stimulation as before since the new surgery. There were no further complications reported or anticipated.

Event description:
Additional information received from a healthcare professional (hcp) involved with the event noted that the current hypothesis at the time of follow-up for the cause of the insulation damage was that ¿the patient had been on vacation during the previous week, during which he practiced kite-surfing. It was suspected that breakage occurred during one of these intense sport sessions.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 39565-30, lot# 0211604672, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.